Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved. Recommendation was made to consult with a healthcare provider to discuss diabetes management.